Event description:
It was reported that the ventilator had a transducer failure. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. It was clarified that the device failed pressure transducer test with the subtest expiratory valve test. The membrane in expiratory cassette was found incorrectly fitted and correction of the membrane's position resolved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. Expiratory cassette membrane is article of consumption, which operating capacity for the membrane is estimated to 10.000.000 breathing cycles. When this limit is passed or if the membrane for some reason has become defective, it must be replaced. Remaining operating capacity (in %) for the membrane can be checked in the status window. The device's logs were not provided for further analysis. The claimed issue will be detected during pre-use check. Expiratory cassette is measuring only and will not affect ventilation. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** the UDI information is not available since the device was manufactured before 2015. A correction of field # d1 brand name, # d4 version or model #. D1 - brand name - previous brand name: servo-s, - corrected brand name: servo-s base unit. D4 - version or model # - previous version or model #: servo-s, - corrected version or model #: 6640440.

Event description:
Manufacturer's ref. #: (B)(4).